Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant site for the implantable cardioverter defibrillator (ICD) system appears swollen and red and it is suspected to be infected. The patient had complaints of chest pain. The ICD system remains in use. No further patient complications have been reported as a result of this event.